Event description:
"Adverse event (retrograde type a dissection) that might be caused by the relay plus device: (B)(6) 2019: the relay plus device (28-m338190382590u, au-3819038, lot# unknown) was implanted for the patient with thoracic aortic aneurysm. A few days after the implantation (exact date unknown), the retrograde type a dissection occurred. After the physician confirmed the occurrence of the retrograde type a dissection, tar was performed emergently, and the procedure was completed (further information is not available.). Although the cause of the retrograde type a dissection is unknown, the dissection does not seem to be caused by oversizing when selecting the device size. The event is not a defect with the relay plus device itself. Although there is a possibility that the device injured the artery, causing the retrograde type a dissection, the physician is not sure if the relay plus device is the cause of the retrograde type a dissection. Email received on 02/25/2020 from (B)(4), qa terumo (B)(4): no additional information could not be obtained." Patient outcome: "there was a serious health damage, but the patient is recovered.

Event description:
"Adverse event (retrograde type a dissection) that might be caused by the relay plus device: on (B)(6) 2019: the relay plus device (28-m338190382590u, au-3819038, lot# unknown) was implanted for the patient with thoracic aortic aneurysm. A few days after the implantation (exact date unknown), the retrograde type a dissection occurred. After the physician confirmed the occurrence of the retrograde type a dissection, tar was performed emergently, and the procedure was completed (further information is not available.). Although the cause of the retrograde type a dissection is unknown, the dissection does not seem to be caused by oversizing when selecting the device size. The event is not a defect with the relay plus device itself. Although there is a possibility that the device injured the artery, causing the retrograde type a dissection, the physician is not sure if the relay plus device is the cause of the retrograde type a dissection. Email received on 02/25/2020 from (B)(6) japan: no additional information could not be obtained." Patient outcome: "there was a serious health damage, but the patient is recovered.